Event description:
It was reported that the patient faced an event with infusion set where infusion set cannula was kinked causing occlusion on 06 june 2026 and patient reported high blood glucose levels.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.